Event description:
The surgeon was performing a makoplasty partial knee arthroplasty using the robotic arm interactive orthopedic system (rio) and the restoris multicompartmental knee (mck) implant system. After implanting the femoral component, the surgeon noticed that the anterior tip of the femur was 6.8mm sunken of the surrounding cartilage. After the incision was closed, the physician's assistant noticed that the patella was "clunking" when the knee was brought through the range of motion. The incision was re-opened and the surgeon removed more bone and cartilage to bring ti down to raw bone to obtain a smoother transition (for range of motion).

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been completed a mako surgical. A supplemental report will be filed when additional information is obtained.